Event description:
The customer reported that at the end of donation procedure, a leak was noted at the level of injection site. No medical intervention was necessary for this event. Patient's full ID is (B)(6). This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Leak testing confirmed the presence of a leak at the needleless access manifold along with a stress mark on the manifold. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Corrective action: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process.